Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13d13083 and h13e11043 was performed. All release criteria were met prior to the release of these lots. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a patient experienced sepsis and possible peritonitis. The next day, the patient was hospitalized for the event. On an unknown date, the patient was switched to hemodialysis. Additional information was requested, but is not available. This is report 1 of 2 involved in this peritonitis event.